Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient took 12 units of novolog insulin based on a blood glucose result of 203 mg/dl taken on the aviva meter at 5:15 p.m. Shortly after taking the insulin, the patient started to feel symptoms of hypoglycemia. The patient started shaking and turning white in which he usually feels when his blood glucose is below 50 mg/dl. The patient's wife treated him with chocolate since the patient was unable to self-treat. The patient ate 2 pieces of pizza later and his blood glucose was 79 mg/dl at 9:14 p.m. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.